Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1904243, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for the reported lot and all results for tests performed during manufacturing, along with the retained samples that were evaluated were found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the syringe 50ml ll clear 14ga 1-1/4in line had difficulties during use and caused the machine to give repeated alarms. The following information was provided by the initial reporter: "it was reported that during treatment, on (B)(6) 2020, there were problems with the syringe line. When this problem occurs in connection with the bd plastikpak syringes, the machine gives repeated alarms. The nurses then changed the entire system (syringe and syringe line). This troubleshooting often works on certain machines but there are machines that keep showing up with this problem - it is present throughout the therapy. The reporter is unsure on whether it is due to the machines or the syringes. The patient was involved, however, there was no patient injury or need for medical intervention reported."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 50ml ll clear 14ga 1-1/4in line had difficulties during use and caused the machine to give repeated alarms. The following information was provided by the initial reporter: "it was reported that during treatment, on (B)(6) 2020, there were problems with the syringe line. When this problem occurs in connection with the bd plastikpak syringes, the machine gives repeated alarms. The nurses then changed the entire system (syringe and syringe line). This troubleshooting often works on certain machines but there are machines that keep showing up with this problem - it is present throughout the therapy. The reporter is unsure on whether it is due to the machines or the syringes. The patient was involved, however, there was no patient injury or need for medical intervention reported."